Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned for its annual test and calibration and analysis found that the lower case was broken, the two side bail covers were contaminated, the ring was bent, the battery drawer contaminated and that the keyboard pad had cosmetic damage. (B)(6). (B)(4).